Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields:h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, and the customer's complaint of the spare lamp malfunction with error message (error code e207) was confirmed. Based on the results of the investigation, the probable cause of the event was due to a faulty lamp. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device has an error message (error code e207). The issue occurred during an unspecified procedure. There were no reports of patient harm.